Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: the test strips the customer was using expired on (B)(6) 2014. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported that on (B)(6) 2015 "around midnight" a glucose test was performed using customer's adc blood glucose meter and a reading of 301 mg/dl was received, which was higher than a subsequent reading of 17 mg/dl received on customer's roommate's one touch meter. It was further reported the customer experienced a loss of consciousness. Customer's roommate administered a glucagon injection. Multiple, unsuccessful, attempts have been made to gather additional information. There was no report of death or permanent injury associated with this event.